Event description:
The recipient reportedly experienced sound quality issues and several open electrodes. The recipient presented with dizziness which is believed to be related to inner ear issues. External equipment was exchanged: however, the issue did not resolve. The recipient was prescribed steroids (type unknown).

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The treatment of steroids resolved the issue. The recipient is hearing well, and device testing within normal limits. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.